Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that while undergoing the MRI scan the ipg turned on and the patient felt as though she was being sucked into the MRI machine. Patient indicated a body coil was used for a scan of her neck and lower back. Patient was educated that scs system was a MRI conditional system. Reportedly, scs system was functioning and providing effective therapy.